Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm, the cardiosave intra-aortic balloon pump (iabp) units upper display is cracked. There was no patient involvement.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm, the cardiosave intra-aortic balloon pump (iabp) units upper display is cracked. There was no patient involvement. Replaced the screen (assy, display top lcd rohs) and finished the pm. Equipment status functional and cleared for customer use. Additional input from fse indicated this was not a naturally occurring repair of a component that became defective, this was obvious physical damage and misuse/abuse.